Event description:
The hcp reported that after the pump implant, the pt was extremely groggy, difficult to arouse, and had difficulty breathing. The pt was observed and treated with supplemental oxygen via mask. No additional pump studies were performed.